Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impedances. The impedances were greater than 2500 ohms. Loss of capture was also observed. An x-ray was performed which showed a clear conductor fracture in the lead. At this time, the lv lead has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated that the fracture was discovered in 2015. After the fracture was discovered, the patient's ejection fraction was noted to have decreased from 45% to 25% and worsening heart failure was observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 430 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.